Event description:
According to the facility "the syringes are leaking at the hub".

Manufacturer narrative:
According to the facility "the syringes are leaking at the hub". Per the facility this occurred when "a 25-gauge cannula was being attached, the syringe was being filled with bss". Per the facility there was no patient involvement or impact to the procedure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.